Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. A review of the complaint history, drawings, dimensional verification, device history record, documentation, instructions for use (IFU), manufacturing instructions, quality control, and visual inspection of the returned device was conducted during the investigation. One flexor balkin guiding sheath was returned with the sheath tubing separated from the hub. The dilator was returned inserted into the sheath tubing. No other notable damage was noted to the sheath tubing, dilator or hub. The sheath flare was built to specification. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There was one other reported complaint for this lot number. Based on the information provided and the results of our investigation, a definitive root cause could not be determined. Measures have been conducted to address this failure mode. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). This event is currently under investigation.

Event description:
During an angioplasty of the right superior femoral artery, a flexor balkin guiding sheath was inserted within the patient¿s femoral artery and the hub separated, causing procedural complications. The procedure was completed; a cross over sheath was about to be exchanged for a short introducer so a closure device could be deployed. While withdrawing the balkin, the hub separated from the introducer tube. They were unable to deploy the closure device. The event increased the risk of a bleeding hematoma to the patient. Manual pressure was employed due to necessity; it was not part of the procedural plan. No unintended section of the device remained inside the patient's body.